Manufacturer narrative:
Device analysis found the device to be overweight. Device analysis found a striated opening at the radius described as surgical damage. Analysis of the device observed an adhesive failure resulting in the delamination of the onentation dot. Analysis observed a delamination of the shell patch. Analysis also observed an opening over the dip coat area, which may have been formed from a bubble in the dip coat.

Manufacturer narrative:
Unique identifier (UDI)#: na. Reviewed device labeling: "implants are not considered lifetime devices, and pts likely will undergo implant removal(s), with or without replacement, over the course of their lives". "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity". "The pt should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the pt has any of these signs, she should be told to report them and possibly had an MRI eval to screen for rupture".

Event description:
Healthcare professional reported left side and had "small liquid collections" and upon explant the device was found to be "intact but tense and with increase in volume."